Manufacturer narrative:
Model number/catalog number: sc-2352-50. Serial number: (B)(4), batch/lot number: 14156648, model/catalog description: linear 3-4 lead 50 cm. Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 14551391, model/catalog description: linear 3-4 lead 50 cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 14253204, model/catalog description: lead extension kit 25cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 2000002184, model/catalog description: lead extension kit 25cm.

Event description:
A report was received that the patients scs system was previously explanted. However, an x-ray imaging was taken and showed that something is still there. No further information could be obtained.